Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date : 05/2023).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (05/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.